Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective pull ring cap of a peritoneal dialysis (pd) transfer set disconnected. This issue was observed before use of the device (while the transfer set was still inside the packaging) for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the blue pull ring cap dislodged from the patient luer adapter. Functional testing including leak testing, clear passage testing and clamp function testing were performed and no issues was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.